Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had noticed over the last several months that they had been getting air bubbles in the reservoir. The customer's blood glucose level during the incident was unknown. The air bubbles were noticed by the customer during therapy. Troubleshooting was not performed because the customer did not currently have a problem with the air bubbles. The customer also reported that the cap on the infusion set sometimes would not fit flat on the reservoir. The customer reported that once their blood glucose level got up to 200 mg/dl because of the air bubbles. The product will not return for analysis.